Manufacturer narrative:
One uni-directional, curve d, tacticath sensor enabled contact force ablation catheter was received for evaluation. The 19-pin redel connector was disassembled. Visual inspection determined the red and green tc2 wires intact with their respective soldering in pins 16 and 17. The distal shaft was dissected to enable further electrical testing. Electrical testing was performed between the red and green tc2 wires just proximal to the aforementioned shaft fracture and pins 16 and 17, which revealed closed stable readings. Electrical testing was performed between the red and green tc2 wires just distal to the aforementioned shaft fracture and pins 16 and 17, which revealed an open circuit in the red and green tc2 wires. Fractures in the red and green tc2 wires were noted at the location of the shaft fracture. The root cause of this device deficiency was determined to be damage to the catheter tip during removal of the catheter from its packaging due to the design of the tip protector. The cause of the deformed tip assembly remains unknown; therefore, a product deficiency could not be confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the deformation of the tip assembly remains unknown.

Event description:
This report is to advise of a fracture in the catheter found during analysis.